Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported difficult to remove and difficult to position could not be tested as it was based on operational circumstances. It was reported that although the shaft kink was observed during unpackaging and preparation of the device, the sds was loaded onto the guide wire and used. It should be noted that the multi-link vision rapid exchange (rx)coronary stent systems (css), international, instructions for use states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide wire) and difficult to remove (guide wire); however, the reported kinked shaft appears to be related to circumstances of the procedure. Based on the information review, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous proximal left anterior descending artery. The patient presented with a segment elevated myocardial infarction (stemi). Therefore, pre-dilatation was done and a 3.0 x 28 mm vision stent delivery system (sds) was urgently removed from the package and became kinked during preparation. An unspecified guide wire already placed in the patient anatomy was then advanced through the vision sds and became stuck with the stent struts. Both devices were therefore removed, and the vision sds was replaced with a non-abbott stent to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.